Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed.  The reported problem (unable to charge a battery) was confirmed. Upon investigation the battery charger was unable to charge a battery pack.  The failure was due to contamination on the battery board.  The root cause for the contamination was ingress of an unknown liquid.  Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that battery charger was unable to charge a battery.